Manufacturer narrative:
Reportable based on the device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each 300-014 gw, short taper; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents a fracture of the core wire 0.73 cm from the distal tip with stretched distal coil wraps, extensive bend/kink damage and scraped ptfe coating scattered over the length of the device. The core wire presents indications of ductile, tensile overload. No other damage or inconsistencies are noted to the specimen at this time. All joints are correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the device evaluation, procedural and clinical factors appear to have impacted on the event as reported. The event date, patient identifier and initial reporter information is unknown at the time of this report. If any additional relevant information becomes available a follow-up medwatch report will be submitted.

Event description:
The coil wire is stretched.